Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services on 10/25/2012 states that patient received inappropriate shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).